Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot number 25253 were returned and analyzed. Two patient data files were received and recorded on the reported date of the event. The first patient file showed two applications were performed using catheter number one identified as 2af283 with lot number 25253 and didn't show any system notice on the reported date of the event. The second patient data file showed two applications were performed using catheter number two identified as 2af283 with lot number 25253 and didn't show any system notice on the reported date of the event. Visual inspection of the balloon catheter was performed and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 17 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. A guide wire lumen kink and breach was observed at 0.1, 0.3, 0.6 and 0.9 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.